Manufacturer narrative:
The manufacturer investigation was started but is not yet concluded. The initial assessment points to a deviation regarding the hose system/flow sensor which caused the alarm message "reselect hose type". However this alarm message does not correspond with a failure in ventilation. Both basic devices (oxylog 3000 plus) worked as set by the user. A follow-up report will be provided after the conclusion of all investigations.

Event description:
It was reported that a near drowning patient was intubated in ER for ventilating with an oxylog 3000 plus. The customer noticed that the ventilation was not sufficient, message 'reselect hose type' appeared on the screen. They tried several times to fix it, switched to another oxylog 3000 plus and the same message appeared and ventilation of the patient also failed. Customer switched to ventilate with an ambu-resuscitator. This treatment was unsuccessful, fatal injuries and brain damage, patient died. Both oxylog 3000 plus devices were tested and they worked fine with a test lung.

Manufacturer narrative:
In the course of manufacturer investigation the log files of the two involved transport ventilator oxylog 3000plus have been analyzed. It could be verified that on (B)(6) 2020, the oxylog 3000plus with the serial number (B)(6), was used at first. The last successful device check has been logged on (B)(6) 2020. Right after start up of the device the device alarmed for "mve low"at 4:30:21 pm on (B)(6) 2020 . A few seconds later the device detected a hose mismatch and thus generated the alarm "reselect hose type" which was also displayed to the user. As given in the instruction for use, the alarm message "reselect hose type" is raised in case the detected hose type is not the same as the selected hose type or if the flow sensor is faulty. A similar behavior can be seen for the second oxylog 3000plus with the serial number (B)(6), which was powered on at 5:12:35 pm on (B)(6) 2020. A few seconds later volume and pressure related alarms have been generated and "reselect hose type" was indicated. No detailed information regarding the used hose system is available. As the log file shows that the hose type settings have been changed several times at the device (B)(6), and it did not remedy the alarm, it is likely that the characteristics of the flowsensor had changed (for example due to handling impact during reprocessing). The device compares the internally measured flow during inspiration with the external flow and raises the alarm "reselect hose type" in case the values differ too much. However the alarm "reselect hose type" only informs the user about potentially not correct monitoring values. Settings of tidal volume or inspiration pressure are not affected. Therefore it cannot be attributed to the reported insufficient ventilation. No device failure could be identified in the course of manufacturer investigation that caused an improper ventilation and contributed to the patient outcome. The devices raised ventilation related alarms such as "mve low", "paw low" and "apnoea" as specified in order to alert the user. During a subsequent test of both devices with a test lung on site also no deviation could be identified.

Event description:
Please refer to the initial report.